Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead was observed to have blood ingression, andvisual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right ventricular lead threshold had risen and was high. There was a possibility of micro-dislodgement as the lead resistance had been varying since just after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 implantable pulse generator, (B)(6) 2013; 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.